Event description:
It was reported that the patient's ipg was reaching end of life. Surgical intervention was undertaken and the ipg was explanted and replaced.

Manufacturer narrative:
B3: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.